Event description:
Packaging for the sterile 1.7 3mm and 4mm screws was compromised. The packages were vacuumed packed so tight that when held up to the light you could see holes in the packaging.

Manufacturer narrative:
Investigation in progress but not yet complete.